Event description:
Short v-v observation - a? Sensing issue: 3,517 short v-v intervals since (B)(6) 2020 21:03:58. Check for double-counted r waves, lead fracture, or loose set screw lead trends look stab?? With in normal limits. Rv sense polarity is programmed uni. Discussed bringing patient in and assessing r waves in bipolar. Appears there is noise/oversensing on vt-ns #69. Discussed making sensing less sensitive in uni if they keep patient in uni configuration. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).